Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On the same day as the onset, the patient was treated with vancomycin injection (1 gram, intraperitoneal and start dose) and fortum injection (1 gram, intraperitoneal and once daily). Treatment with antibiotics was ongoing. Two days after event onset, the patient was recovered. Pd therapy was ongoing. No additional information is available.